Manufacturer narrative:
The device will not be returned for eval as it was consumed in the event. (B)(4).

Event description:
Treatment of an avm with onyx. It was reported after 36 minutes of onyx injection, resistance was encountered. The physician continued to inject onyx but without success after 3-4 attempts. The physician then moved the rx tube and noticed onyx was in the pericallosal artery. The catheter was withdrawn from the pt and a hole was noted at 10 cm from the distal tip. No pt injury reported. Same event as MDR # 2029214-2011-00007.